Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After changing the sl-0 and faradrive sheath a st segment elevation occurred. No air entry was detected. A coronary angiography was performed. The condition solved on it's own and the patient stabilized. The procedure was completed successfully. The device is not expected to return for analysis.